Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The cause of death was diabetes, congestive hear failure, pulmonary fibrosis, and kidney failure. The caller stated that the customer's blood glucose went low the morning of passing and it was caught, but, the customer could not eat or swallow. The caller stated that the customer had severe pulmonary fibrosis and was on oxygen for a year. The customer's illness began in 2007. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.